Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the pt began treatment with injection (inj.) Reflin, 1gm-continuing (ip) intraperitoneally, each bag and inj. Amikacin, 250 mg-continuing, ip, each bag (1.5%-2 bags & 2.5%-1bag, 2000ml, 4hrs/day) continuing 5 days. The pt was not hospitalized for the event. The outcome of the peritonitis was not reported. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.